Event description:
Complainant alleged that during training by staff, the device would intermittently not power up. Complainant indicated that there was no pt involvement int he reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.